Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to update the pump software for quality improvements, reset the pump with assistance from technical support, and successfully reconnected their continuous glucose monitor (cgm) to resume insulin deliveries. The customer was instructed to contact support again if the malfunction recurred within 24 hours, and they acknowledged these instructions.